Event description:
It was reported that respiratory tech smelled smoke from the ventilator when placed in work room.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.